Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notification occurred after filling multiple cartridges with 200 units of insulin. Additionally, the customer believed the insulin gauge was inaccurate. Troubleshooting couldn't be performed as customer loaded a new cartridge and resumed insulin delivery. The customer¿s blood glucose level was 300-440 mg/dl.